Event description:
It was reported that (1) hp053 was used during a mastecomy procedure. It was reported by the affiliate that the device was non functional. (Emitted an error alarm). Opened another device to complete the case. No adverse pt outcome.